Event description:
Pt had a swan in jugular, nurse went to get a wedge pressure, met resistance, pulled back on swan and took x-ray for placement of swan. When nurse returned to pt, et tube bleeding, swan must have nicked vessel. Dr at bedside, did bronch found clots but was unable to evacuate them. No harm to pt. Pt was extubated and sent home 06/29/1997.